Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed volume test during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and a scratched lcd lens. There was no evidence to review in the device's event history log. Three accuracy tests were performed and found the device to be over delivering to the manufacturing specifications. It was determined that the most probable root cause is due to the expulsor so the expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.